Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed on an in-house system and the e-100 generator was able to detect the instrument. The instrument also passed the energy delivery test. This is a fully functional instrument. Additional information discovered was that the instrument was found to have thermal damage on the cut electrode.

Event description:
It was reported that out of the box the synchroseal insturment had no energy. The customer tried to troubleshoot but there was no effect. There was no report of patient involvement or reported injury.